Event description:
Additional information reported that the patient still had not seen a difference in tremor control. It was noted that the patient programmer indicated that the stimulation was on. When the patient would press the ¿on¿ button on the patient programmer, she would feel a ¿fizzy¿ on her head, which would go away immediately. The device was checked about 1 week prior, but no additional information was provided.

Event description:
It was reported the patient's device "did not work as all well." It was noted since implant, the device had only worked "some" for the patient. It was noted the patient's left hand was much worse than the right hand and that the lead was placed for the left hand. The patient noted "it was horribly frustrating to not be able to use their hands." It was noted the patient "could not eat a meal with a fork without a glass of wine or taking four pounds of primidone." It was noted the patient had not had an x-ray of the lead location and they also noted their health care provider had said "they never take the leads out." It was noted the patient wanted to have their other side "done." The patient stated the health care provider "did not get their surgery right." Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v420219, implanted: (B)(6) 2010, product type lead; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2010, product type extension.

Manufacturer narrative:
(B)(4).